Event description:
It was initially reported that the patient experienced a ¿weird pain¿ (¿hot poker or shocking sensation) at the site of the lead component of their implantable neurostimulator (ins). The patient turned the ins off last friday and determined that it was the cause of their ¿weird pain¿. It was noted that they had experienced this pain for about 2 weeks and ¿maybe longer¿ and that the onset was sudden. The patient stated that they did not have any type of accident or incident but did recall that they had done some heaving lifting. The patient had a change in their insurance and that their doctor was no longer willing to them for their ins device. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3888-33, lot# j0019920v, implanted: (B)(6) 2001, product type: lead. (B)(4).